Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were intermittently unresponsive. It was noted that the patient's blood glucose (bg) was 388 mg/dl and 425 mg/dl after two cancelled boluses; there were no reported symptoms of hyperglycemia and no medical treatment required. The patient was said to have bolused from the pump to correct the elevated bg. This incident does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact. Evaluation revealed that all of the keys were intermittently unresponsive. Contamination was found under all key contacts and the ok key contact was found to be inverted. Unrelated to the complaint, the display screen was faded and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.